Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and self test. Pump error 43 not confirmed. Insulin pump failed the prime/seating test and force sensor test due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a an error in the motor was detected by reading unexpected value from hall sensor alarm. The customer¿s blood glucose value was 198 mg/dl. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer reported that they were able to clear the alarms but were not able to rewind the insulin pump. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The device will be returned for analysis.